Event description:
The pt rec'd a percutaneous lead in her thoracic region as part of her scs system. It was reported, the pt felt a change in stimulation after taking a walk. She reported stimulation in her tailbone and later reported stimulation in her chest and under her left arm. The pt stated, she had a fluoroscopy done which revealed "something had moved". Reprogramming efforts were unsuccessful at resolving the issue and the pt reported, she no longer feels effective stimulation coverage. F/u identified surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.